Event description:
It was reported that the customer experienced sensor reading discrepancies. It was stated that the insulin pump has been going into threshold suspend because the sensor reads low glucose. On the last occurrence the customer's blood glucose value was 150 mg/dl but the sensor was reading 50 mg/dl. Customer is not currently using the sensor because of the issues. Current blood glucose was 152 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.